Event description:
The patient was undergoing an embolization procedure of the transhepatic portal vein using a penumbra coil 400. During the procedure, two coils were successfully deployed from the inguinal region to the portal vein via the postcaval vein and the portosystemic shunt. While attempting to deploy a penumbra coil 400, it would not detach even though the pet lock was broken. The physician intentionally broke the pusher wire and removed the penumbra coil 400 against resistance. The procedure continued successfully with another penumbra coil 400 and the patient was well. There was no report of an adverse effect on the patient. Physician's comment: I assume that the force applied to draw the pull wire was not transmitted the distal end due to the tortuous anatomy.

Manufacturer narrative:
Result: the pusher assembly was fractured approximately 15.5 cm from the proximal end of the wire. The coil was still attached to the pusher assembly. The proximal pet-lock was broken, indicating that attempts were made to properly detach the coil with the detachment handle. The distal detachment tip (ddt) had blood congealed around the proximal constraint ball and the capture feature mechanism. The pusher assembly had a j-shape bend in the wire approximately 47.0 cm from the distal tip. The coil detached from the pusher assembly after additional decontamination. The distal bump on the pull-wire was inspected and no defects were found. Conclusion: the complaint has been evaluated. The complaint indicates that the coil would not detach. Evaluation of the returned device could not confirm the issue described in the complaint. Once the device was fully decontaminated, the coil detached without issue. The returned device had a broken pet lock at the proximal end of the pusher assembly indicating that proper detachment using the detachment handle was attempted. In addition, there was no abnormal friction noted between the pull wire and pusher assembly after decontamination. The distal bump on the pull-wire was visually inspected and no defects were found. Based on these results and the description of the event, it appears that the coil was difficult to detach due to tortuous patient anatomy which caused a build-up of friction between the pusher assembly and pull-wire. The bend in the pusher assembly was likely caused during packaging for return. The fracture in the pusher assembly was described in the complaint. The physician intentionally fractured the wire in an attempt to detach the coil. There is no evidence of a device malfunction. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.